Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening and delamination on the plug strap side assessed as adhesive failure. No additional observations are performed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 2 should have been listed as 24jan2024.

Event description:
Previous emdr submission noted "healthcare professional reported "deflation". This record is for the right side. Device was explanted.". Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr 2847503 as the operating record related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2023-19448, is a duplicate of mrn 9617229-2023-16124. Please see mrn 9617229-2023-16124 for reportable events.